Event description:
It was reported that a patient was using the patient helper when the strap allegedly broke and caused the patient helper bar to hit the patient on the forehead causing a hematoma. X-rays were taken, however, the patient was only treated with an ice pack.

Manufacturer narrative:
Follow-up submitted to update the conclusion code. The bed was not removed from service; however, all patient helper bars were removed from the beds for further inspection as a precaution.

Event description:
It was reported that a patient was using the patient helper when the strap allegedly broke and caused the patient helper bar to hit the patient on the forehead causing a hematoma. X-rays were taken, however, the patient was only treated with an ice pack.